Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.